Event description:
Healthcare professional (hcp) reports three incidents of blood leaks with psn 210 dialyzer. All of the incidents occurred in 2001. The incidents occurred at the start of the patients' treatments and were noted on leak alarms. All of the incidents were verified with positive hemastix. Blood was returned to the pts, with no blood loss. Treatments were resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.